Event description:
Patient was brought to the operating room, positioned supine, received general anesthesia and was intubated. Sleeve gastrectomy was performed. When it was time to use the articulating stapler, team noted that stapler articulated back to straight upon firing. Upon further testing, the stapler would revert back to the straight position while being fired. The device was replaced, and the procedure/surgery was completed without any further incident. No patient harm.